Manufacturer narrative:
Citation: karady j et al. Quantification of hypo-attenuated leaflet thickening after transcatheter aortic valve implantation: clinical relevance of hypo-attenuated leaflet thickening volume. Eur heart j cardiovasc imaging. 2020 dec 1;21(12):1395-1404. Doi: 10.1093 /ehjci/jeaa184. Online publish-ahead-of-print 5 august 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a quantitative methodology for diagnosing volumetric hypo-attenuated leaflet thickening (halt) of transcatheter aortic valve leaflets. All data was collected from a single center. Starting in june 2016, the authors enrolled patients who underwent transcatheter aortic valve implantation (tavi) between september 2011 and october 2016. The study population included 111 patients who were all implanted with medtronic corevalve transcatheter valves (predominantly female, mean age 80 years). No unique device identifier numbers were provided. Patients were followed from the time of enrollment over a median time of 29 months until october 2018. Ten all-cause deaths occurred during follow-up. None of the deaths were directly linked with corevalve as the causes of the deaths were not characterized. At the time of enrollment, all patients underwent transthoracic echocardiography examination and 94 of the 111 patients had brain magnetic resonance imaging evaluation. The median time since tavi was 19 months. Halt was identified in 87 patients and ischemic cerebrovascular lesions were detected in 61 patients. Echocardiographic findings associated with halt: elevated aortic mean gradient, elevated aortic peak velocity (av max 2 milliseconds), and moderate-to-severe valvular degeneration (defined as gradient = 20 mmhg). No treatment or intervention was reported for halt. The following adverse events may have occurred between tavi and inclusion in the study: endocarditis, permanent pacemaker implantation, stroke/transient ischemic attack, atrial fibrillation/flutter, and thromboembolic event. No additional adverse patient effects or product performance issues were reported.